Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: a doctor confirmed at the first firing it could not fire at all. The jaw could be opened and closed normally. Even when the green button was pressed, the green indicator lamp would not be lit up. After resetting for several times, found sometimes it happened to fire by chance. The case was completed with no problem. No pt harm. Operating time was extended less than 30 minutes. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).